Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. The fse ran the unit on a test balloon and observed for one hour with no errors occurring. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra aortic balloon pump (iabp) unit had a autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.